Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the 2nd graphic user interface (gui) had a nonresponsive touch control issue during patient use. The distributor stated that the ventilator with the primary gui remained fully functional and continued to ventilate the patient. There was no harm to patient and patient was not removed from the ventilator.

Manufacturer narrative:
See attached failure investigation summary report.